Manufacturer narrative:
The customer has had no further issues with hdl-c results.

Manufacturer narrative:
Complaints regarding discrepant hdl-c results with the specific rinse nozzle part number were reviewed and showed no abnormal trend during the past 90 days. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
Na.

Event description:
The customer questioned high results for patients tested for hdl-c plus 3rd generation (hdl-c) and low results for patients tested for co2-l bircarbonate liquid (co2-l) on a modular analytics d-module. Data was provided for 4 patient samples. The results for 2 patient samples tested for hdl-c were erroneous. The erroneous results were not reported outside of the laboratory. Patient 1 initial hdl-c result from the d-module was 144 mg/dl. The sample was repeated on a p-module and the result was 42 mg/dl. Patient 2 initial hdl-c result from the d-module was 149 mg/dl. The sample was repeated on a p-module and the result was 42 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The customer declined to provide any additional information related to this event. The hdl-c reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified some nozzle issues. A high concentration waste rinse nozzle was leaking and there was an unsecured clip for the cell blank nozzles. The fse cleaned the high concentration waste flow path and valves. The clip was secured for the cell blank nozzle on the rinse arm assembly. Mechanism checks were run to make sure no further leaks occurred. The customer ran calibrations and quality controls and the results were acceptable.